Event description:
It was reported the clinician experienced difficulty with the spring wire guide during insertion. The catheter was being placed in the subclavian in the intensive care department. During the first insertion attempt, the guide wire "stretched" like a spring when being removed. As a result, a second kit was used. See MDR 3006425876-2014-00063 for the second kit used with the same issue.

Manufacturer narrative:
(B)(4).